Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for vibrate anomaly. Customer¿s blood glucose was 109 mg/dl. Customer when placed on vibrate the alert type is not working. Customer is not calling back after being directed to perform a pump rest. Insulin pump is currently beeping, it is not making noise it will not vibrate when there is an alert. Pump is set to vibrate. Pump battery is not low. Assisted customer in performing a self-test. Pump did not vibrate during the vibrate test. Advise customer the pump will need to be replaced. The insulin pump will be returned for analysis.